Event description:
The complainant reported an impella cp placed for a 51-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs). The pump was placed but after 28 hours the pump was explanted due to low pump flows.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into low pump flow has been completed. The impella device was not returned for evaluation. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.